Event description:
It was reported that within a few weeks of implant, the patient complained of increasing shortness of breath, and feelings of dizziness and lightheadedness. The patient was found to have a right sided pleural effusion. A chest tube was placed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4296 implantable pacing lead - (B)(6) 2012; 0292 competitor implantable tachy lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.